Event description:
The explanted generator was returned on (B)(4) 2013 and product analysis was performed. Results of diagnostic testing indicated that the battery status indicated ifi=yes in the pa lab, the battery is partially depleted. The battery voltage was 2.832 volts (near ifi), as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccum consumed memory locations revealed that 77.121% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the patient's generator had possibly migrated after a near car accident. The patient was sitting in the backseat without a seatbelt and "slammed" into the front seat when the driver applied the brake quickly. Device diagnostics were within normal limits. The patient was referred to surgeon for consult. It was reported that x-rays were taken, but the results were not yet known. It was reported that it is unknown if an absorbable suture was used when the generator was implanted. The patient was referred to surgery. It was reported that the generator was replaced prophylactically. The generator is expected to be returned, but has not been received to date.